Manufacturer narrative:
Investigation in process. No additional info at this time.

Event description:
Sales rep alleges that the customer states the weld between the inserter and the navigation tracker mount fractured and the mount separated from the inserter. No pt impact was reported in this event.